Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 syringes solomed 5ml ll w/shld sla leaked. The following information was provided by the initial reporter: "customer informs that when applying the medication to the patient, the syringe leaked the medicine, two defective solomed syringes where both leaked and the medicine ran through the nurse's hand that manipulated at the moment. To be more specific, the syringe bursts from the inside and therefore leaks. Additional information: this complaint refers to the incident that occurred in february, which, according to the customer's email, was the same batch as complaint 1627817."

Manufacturer narrative:
H.6. Investigation: DHR was performed. The process inspections were performed, and no records of this incident were found. Qn review 200790244 was initiated for plunger activation under specification. No maintenance records that could be related to incident were observed. No samples / photos of reported incident were received to analysis. Based on this evaluation and the process failure analysis the potential causes for the incident premature plunger activation is: jam at syringe assembly process. H3 other text : see h.10

Event description:
It was reported that 10 syringes solomed 5ml ll w/shld sla leaked. The following information was provided by the initial reporter: "clustomer informs that when applying the medication to the patient, the syringe leaked the medicine, two defective solomed syringes where both leaked and the medicine ran through the nurse's hand that manipulated at the moment. To be more specific, the syringe bursts from the inside and therefore leaks. Additional information: this complaint refers to the incident that occurred in february, which, according to the customer's email, was the same batch as complaint (B)(4)."